Event description:
It was reported that internal carotid artery stenting was performed for icad (internal carotid atherosclerosis disease). The patient is reported to have moderately tortuous anatomy with mild stenosis and calcification at the lesion. When the subject stent was advanced to the ica (internal carotid artery) cavernous segment, big resistance was encountered and the subject stent couldn't be advanced further. So the operator withdrew it. And during reattempt to advance the subject sent, it was unable to pass the cavernous segment of internal carotid artery and slight vasospasm of cavernous segment was occurred. According to the physician, slight vasospasm was not related to the subject stent, but related to the adjustments for several times. To address this issue, physician stopped doing manipulation and gave some medication, treatment details are not reported. The physician replaced it with a new device and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: there was some flattening noted to the distal end of the delivery catheter. There was kinking/bending noted to the delivery catheter and stabilizer within at 10-20cm from the proximal end. Functional inspection: the catheter was flushed, and the stabilizer was unable to be advanced to deploy the stent. The reported issue is covered in the device directions for use (dfu). As well, the risk of the reported issue is documented in the risk documentation and there are current controls to mitigate the risk of the reported issue. The reported complaint was confirmed based on the damage noted to the device during analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when delivered the subject stent to ica (internal carotid artery) intracavernous segment, big resistance was encountered, and the stent couldn't be advanced any more. Withdrew the system and tried to deliver again, and the stent was still not able to pass the segment. During the second delivery, slight spasm was occurred. As per the available information the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The device was returned for analysis and the damage noted is indicative of the reported event. It is probable that the device was damaged during navigation through the patient¿s anatomy causing the reported event and the damage noted to the returned device. An assignable cause of procedural factors will be assigned to the reported patient vasospasm serious and device difficulty engaging target vessel and to the analyzed stent delivery catheter flat/crushed, stent delivery catheter kinked/ bent, stent stabilizer kinked/bent and stent stabilizer/ catheter friction, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that internal carotid artery stenting was performed for icad (internal carotid atherosclerosis disease). The patient is reported to have moderately tortuous anatomy with mild stenosis and calcification at the lesion. When the subject stent was advanced to the ica (internal carotid artery) cavernous segment, big resistance was encountered and the subject stent couldn't be advanced further. So the operator withdrew it. And during reattempt to advance the subject sent, it was unable to pass the cavernous segment of internal carotid artery and slight vasospasm of cavernous segment was occurred. According to the physician, slight vasospasm was not related to the subject stent, but related to the adjustments for several times. To address this issue, physician stopped doing manipulation and gave some medication, treatment details are not reported. The physician replaced it with a new device and the procedure was completed successfully.